Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to start up. Upon troubleshooting fse found that the system failed to initiate in application mode, rendering x-ray functionality unfeasible, while the monitors were showing mindray. To resolve the issue, fse formatted suite pc ssd, reloaded full system and back up and epx database were loaded and verified. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was updated correctly.